Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-dec-2024. Investigation summary: this complaint is for insufficient indicator test aborts due to color variation when using phoenix ast indicator (catalog number 246004) batch number 4059590. The customer did not provide phoenix generated lab reports but provided indicator returns and photos for the investigation. The photos show the indicator bottle with batch number present. The customer returned product was not temperature controlled during shipping and not used in complaint investigation. For investigation, three retention samples of phoenix ast indicator from the complaint batch were dropped into ast broth tubes and then poured into internal qc panels. The qc panels were ran on a m50 instrument to observe for test aborts. At the end of the run, there were no test aborts observed due to insufficient indicator or color variation. Therefore, this complaint is not confirmed for a performance issue. A review of quality notifications revealed no quality notifications generated on the complaint batch complaint trending was performed, and no trends were identified associated with this defect.

Event description:
It was reported during use of bd phoenix¿ ast indicator solution, a test abort due to insufficient indicator occurred and the customer believes the product was mislabeled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd phoenix¿ ast indicator solution, a test abort due to insufficient indicator occurred and the customer believes the product was mislabeled. There was no health impact or consequences reported.